Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The pump passed the sleep current measurement and active current measurement. The power management tool confirmed power error was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken reservoir tube lip, serial number label fading, end cap address label missing and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 7.5 mmol/l. The insulin pump will be returned for analysis.